Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (insulin on board (iob) calculation) issue. Customer support (cs) completed troubleshooting and it was found that the iob is greater than 0 by the end of duration. The reporter stated that the patient had a blood glucose (bg) of 18mmol/l with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the iob issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: a review of the pumps user settings shows the ¿iob duration¿ was set on with duration 4.0hrs. A test was performed with 10u bolus and a duration period of 4.0hrs. After the 4.0hrs the iob status was 0.00u and this was accurately reflected in the iob status screen. The iob function was found to functioning properly. Investigators were unable to duplicate the complaint. Returned battery cap/returned cartridge cap used to complete testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.